Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported elevation in the patient¿s ldh could not be determined. Furthermore, a specific cause for the patient¿s elevated ldh could not be conclusively determined. Although an outflow graft kink as well as pump thrombus were reported, these reports could not be confirmed through the submitted CT image. The account reported that the patient¿s ldh increased suddenly to 1100 on (B)(6) 2020. The physician suspected pump thrombosis and an echo and CT were performed for evaluation. Kinking of the outflow graft was observed and, as of (B)(6) 2020, the patient was being closely monitored at the general ward. It was reported that the patient had no critical symptoms. The submitted system controller log files captured no atypical alarms and appeared to show the lvad operating as intended. It was later reported that the physician would monitor the patient¿s status closely and continuously. No additional or special treatment/intervention would be provided to the patient. The reason of the patient¿s elevated ldh was under inspection and the patient¿s ldh was being monitored. The patient remains ongoing on vad support. The surgical procedures section of the hmii IFU contains information on "preparing a sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. The "attaching the sealed outflow graft" section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's baseline ldh was 434 but increased suddenly to 1,100. Echocardiogram (echo) and CT scan were performed showing outflow graft kink. The cardiologist suspected pump thrombus. The patient is asymptomatic and no treatment was provided. The physician will monitor the patient's status closely and continuously.